Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The joystick will not turn off.

Manufacturer narrative:
(B)(4) - a detailed evaluation was performed on the returned joystick. That evaluation was able to confirm the complaint with respect to the alleged issue of the joystick not turning off. The underlying cause of this failure was determined to be a defective switch knob.

Event description:
The joystick will not turn off.